Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 30 mg/dl, which was treated with three glucose tablet, banana, peanut butter and coke. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting, it was found that reservoir was showing more insulin than what was shown on status screen. Customer also reported that insulin pump was exposed to x-ray from airport security. Insulin pump passed displacement test. Customer was advised to monitor insulin pump as it was working as designed.